Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located on a severely calcified, non-tortuous proximal to middle left anterior descending coronary artery. A rotapro 1.50mm and rotawire were selected for treatment. Rotational set speed was 180k rpm. After atherectomy was performed, resistance was encountered when removing rotapro 1.50mm off the rotawire in dynaglide mode at 75k rmp. Resistance felt at the area of the internal brake. The device was removed from the patient intact. The advancer was pulled off the rotawire separately from the rotapro 1.50mm with applied tension. No patient complications reported, and the patient is stable.